Event description:
It was observed that during the device inspection, the video system center did not start up when pressing the power switch to turn on the power due to the power unit failure. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d8, h6, h11. Corrected field: e1 (reported name should remain in blank). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the power of the device did not turn on occurred due to defective power supply unit. Olympus will continue to monitor field performance for this device.